Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience v 2.75 x 18 mm is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the stent implant, balloon, and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, it was reported the lesion was not pre-dilated prior to attempting to advance the xience sds, which likely contributed to the reported difficulties. It should be noted the xience instructions for use states: pre-dilate the lesion with a ptca catheter. It was reported that after the failed attempt to cross, the situation became critical; however, it is unknown what exactly was perceived as a critical situation by the account. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that no predilatation was performed prior to the failed attempts to cross a tortuous left anterior descending artery with two xience v stent delivery systems (2.75x18 and 2.5x12). After the failed attempts, the situation was critical and the target vessel was treated with angioplasty (no stenting). The patient is getting well. No additional information was provided.